Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold crease, crack valve, a curved opening on anterior, white particles in the shell, and wear abrasion. Leak test and microscopic analysis was performed which identified: crack valve and a striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool, and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.